Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction resulted from broken rails in the hh legacy drawer. A field service engineer replaced the damaged drawer with an enhanced hh drawer to address the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es auxiliary tower, the drawer 5 failed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.